Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardiac monitor exhibited intermittent undersensing issues. Programming changes were made and the patient was in stable condition.